Event description:
Reporter alleged obtaining a discrepant blood glucose value of 354 mg/dl back to back with a result of 135 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter alleged that at a different time another comparative test of 422 mg/dl was performed back to back with a result of 169 mg/dl within 10 minutes on the same system. Reporter alleged that at a different time another comparative test of 278 mg/dl was performed back to back with a result of 135 mg/dl within 10 minutes on the same system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.